Event description:
It was reported that at the implant procedure, the device was interrogated and found to have a lower than expected battery voltage of 2.82 volts. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analysis found no anomalies. It was noted that the device was received in the original unopened shipping package. (B)(4).